Event description:
Additional information was requested, a response was received the following alarms were noted on (B)(6) 2023 at 17:32:31,1048,** abp high. The reported incident happened at 17:34. It was reported no intervention was required to treat the patient, other than apply normal pressure to the arterial line site.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The clinical specialist reviewed the wave strips provided, which show the patient still has a viable ECG rhythm that is providing rhythm interpretation. The v lead is missing in the picture. The patient¿s heart rate is 91-94 in the pictures provided. The patient¿s arterial line was set to the optimum scale. This is confirmed because the scale option displayed on in the pictures is 55 to 165. In picture image one, there is a drop in the pressure and then the waveform come is displayed from 55-110 for a few seconds, and then the pressure reading is below 55. When the pressure when below the scale reference, an press label overrange inop would have sounded. The numeric is replaced by a ? And the inop tone sounds. The press label disconnect alarm occurs when the pressure is non-pulstatile and the mean pressure is continuously less than 10 mmhg. Since the waveform is below the scale, it is not possible to say what the pressure reading was. However, image one show a ? For the abp numeric which means the pressure overrange inop was most likely displayed on the monitor. Image two has the abp reading of 62 which does not meet the criteria for the pressure disconnect alarm. Image three has the abp value of 122/52. Based on the information available, there were previous alarms generated for the abp measurement. There was no intervention required to treat the patient and it was noted there were ECG alarms at the same time, which alerted the staff. Users were expecting an abp disconnect-type alarm; however, review of the logs revealed several red and yellow alarms, but it could not be determined if those alarms were related to the disconnected abp or not. The audit logs provided were filtered; therefore, it cannot be determined if the expected alarms were present. Additional information, including unfiltered logs, has been requested.

Manufacturer narrative:
The case was reviewed by the clinical application specialist and reassessed by the clinical expert. In regard to the customer's expectation of a double red alarm, the monitor does not provide double red alarms as far as the sound that is played. The instructions for use (IFU) states in the alarms chapter, ¿if more than one alarm is active, the alarm messages are shown in the alarm status area in succession. An arrow symbol next to the alarm message informs you that more than one message is active. The monitor sounds an audible indicator for the highest priority alarm. If more than one alarm condition is active in the same measurement, the monitor announces the most severe. Your monitor may be configured to increase alarm indicator volume automatically during the time when the alarm is not acknowledged.¿ in addition, the pic ix IFU states, ¿there can be only one alarm sound annunciating at the information center at one time. ¿ if there is an unacknowledged red level alarm in the presence of any other level alarm the sound for the red alarm will annunciate. ¿ if there is no unacknowledged red level alarm condition and there is an unacknowledged long yellow alarm in the presence of any other yellow or inop/technical alarm (acknowledged or unacknowledged) the sound for the long yellow will annunciate. ¿ if there is no unacknowledged red level alarm or long yellow level alarm condition and there is an arrhythmia or nurse call event, the short yellow (*) alarm sound will annunciate. ¿ if there are no unacknowledged red or long/short yellow alarm conditions and there is any bed with an unacknowledged hard inop/technical alarm condition the sound for the hard inop/technical alarm annunciates. ¿ if multiple sectors are in alarm once the highest-level alarm is silenced in a sector the next highest alarm will annunciate." In regard to the customer allegation, they did not get a red alarm with the arterial line, when the pressure falls below the scale reference, an over-range technical inop would be generated visually and audibly and the numeric value for pressure is replaced with a'?'. The inops are technical alarms that indicate that the monitor cannot measure or detect alarm conditions reliably. You would only be able to see the inop alarm listed alarm review at the pic ix and in the review alarms at the ivpm. This was not included in the logs for pic ix b.0. Based on the information available, the device appears to have performed as expected and there was no harm to the patient. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips clinical application specialist (cas) went to the customer site within seven days to view the full disclosure data, evaluate the device and provide support to the customer. The cas confirmed that the mp70 bedside device did not alarm as "expected" and that alarms were noted previously on the arterial blood pressure (abp) measurement (prior to patient removing the arterial line). The alarms were at (B)(6) 2023 17:32:31,1048,**(ambulatory blood pressure (abp) high) ended. Piic ix: azge111. The reported incident happened at 17:34. The complaint was escalated for technical investigation and analysis of audit logs, and pictures of the device configuration provided by the customer was performed by a philips hospital patient monitoring clinical specialist (cas). The results of the cas investigation/log analysis concluded that the customer did not get a red alarm with the arterial line removal, due to the device scale setting and the receiving of an inop alarm when the pressure was over-range. When the pressure falls below the scale reference, a over-range technical inop would be generated visually and audibly and the numeric value for pressure is replaced with a'?'. The inops are technical alarms that indicate that the monitor cannot measure or detect alarm conditions reliably. You would only be able to see the inop alarm listed alarm review at the patient information center ix (pic ix) and in the review alarms at the intellivue patient monitoring (ivpm). Pic ix b.0 does not include the pressure overrange inop in the audit log. The cas stated the device does not provide a double red alarm as far as the sound that is played, the instructions for use (IFU) states in the alarms chapter, ¿if more than one alarm is active, the alarm messages are shown in the alarm status area in succession. An arrow symbol next to the alarm message informs you that more than one message is active. The monitor sounds an audible indicator for the highest priority alarm. If more than one alarm condition is active in the same measurement, the monitor announces the most severe. Your monitor may be configured to increase alarm indicator volume automatically during the time when the alarm is not acknowledged.¿ the pic ix IFU states, ¿there can be only one alarm sound annunciating at the information center at one time. ¿ if there is an unacknowledged red level alarm in the presence of any other level alarm the sound for the red alarm will annunciate. ¿ if there is no unacknowledged red level alarm condition and there is an unacknowledged long yellow alarm in the presence of any other yellow or inop/technical alarm (acknowledged or unacknowledged) the sound for the long yellow will annunciate. ¿ if there is no unacknowledged red level alarm or long yellow level alarm condition and there is an arrhythmia or nurse call event, the short yellow (*) alarm sound will annunciate. ¿ if there are no unacknowledged red or long/short yellow alarm conditions and there is any bed with an unacknowledged hard inop/technical alarm condition the sound for the hard inop/technical alarm annunciates. ¿ if multiple sectors are in alarm once the highest-level alarm is silenced in a sector the next highest alarm will annunciate. Based on the information available and testing conducted, the device appears to have performed as expected and the cause of the reported problem was a misunderstanding on the part of the customer regarding configuration settings and device capabilities.

Manufacturer narrative:
Additional information was received that the alarm volume was level 4. The philips clinical application specialist (cas) reviewed the logs and stated they are unaware the cause for the customer's allegation. The last abp high alarm generated at 17:32:27 and ended four seconds later. The logs show on (B)(6) 2023, there is an alarms off at 17:41:24, then followed seven red alarms and six yellow alarms. The red and yellow alarms were ended very quickly. The cas stated it is possible that during these alarms the removal occurred, but it cannot be confirmed as there is no alarm for the removal of the arterial catheter. Based on the information available, the cas is unable to determine if the alarm was generated. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone # (B)(6).

Event description:
The customer reported the patient removed their arterial line and no alarm was triggered. A yellow inop was triggered when the ECG-leads were removed; however, the staff expected a double red alarm. The clinical audit trail, mp70 configuration were checked, and the alarm summary and exported mp data were retrieved. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.